Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Due to the patient being dependent on the pacemaker, programming changes were made at that time. On (B)(6) 2022, the lead was capped and replaced. The patient was in stable condition.